Event description:
It was reported that the patient had an advance xp sling implanted. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the artificial urinary sphincter implant was due to incontinence as the level was unchanged as the sling did not fix the incontinence. The implant was considered successful.